Manufacturer narrative:
Exemption number e2019001. Visual and dimensional inspections were performed on the returned device. The reported separation and kink/bend were confirmed. The reported difficulty inserting and removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was a kissing balloon procedure. After the first balloon catheter was advanced, an attempt was made to insert the 3.50 x 15 mm nc trek balloon dilatation catheter (bdc) into the 6f guiding catheter, but resistance was met so the bdc was pulled back. When doing so, the shaft was kinked and separated into two pieces. There had been some resistance during removal, but no abnormal force was used. The separated portion was simply withdrawn. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.